Event description:
Litigation papers allege pain and excessive metal ion levels.update 17 dec 2014. (Left) der rcvd. Updated dor, patients height and weight, surgeon and sales rep information. Updated current cup and head details to reflect the metal ions. Added unknown stem and sleeve.der states - patient has asr hip. Originally, he did not experience pain. However, he recently began having hip pain and inflammation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.